Event description:
Caller alleged imprecision with the inratio meter. Customer¿s operational techniques: customer reported that the meter was not in correct mode when finger stick was performed. Customer reported leaving strips on the porch in the sunlight for an unk amount of time; it is in the hundreds where customer lives.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results: date: (B)(6) 2012, inratio results: (1.2, 2.4, 2.4), mean: 2.00, sd: 0.69, %cv: 34.64, result: fail. Date: (B)(6) 2012, inratio results: (1.2, 2.5, 2.5), mean: 2.07, sd: 0.75, %cv: 36.32, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. User reported performing finger-stick too early (before the green light). User guide ¿ storage and handling instruction, ¿store strips at room temperature 2 degrees to 32 degrees celsius (35 degrees to 90 degrees fahrenheit) until expired. Either of these user issues may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 282855. Results as follows: donor: 216, inratio results: (3.8, 4.2, 4.1) reference: 3.74, bias threshold: (2.74 ¿ 4.74), %cv: 5.16. Donor: 202, inratio results: (2.9, 2.9, 2.9) reference: 2.77, bias threshold: (1.77-3.77), %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: review of complaint revealed customer¿s improper operational technique was identified and strips encountered high temperature condition. These may affect test accuracy. Analysis of the client¿s data from repeat inratio tests revealed that test results did not meet precision criteria. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Strip lot in complaint has strip code lv6x7 which brick lot number 257240 was assigned and packaged into strip lot numbers 282855 and 282859. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.